Event description:
Several nurses encountered priming issues with the carefusion smartsite infusion set. Five product packages were provided to risk management, however the person reporting stated several IV sets were discarded prior to alerting our department. The nurses followed the package instructions, which matched the vendor's education at the time the sets were being introduced, however the IV sets would not prime. It was reported, the nurses were able to find a way to prime the tubing and use the IV set as intended, but it required steps not included in the manufacturer's instructions for use. Additional number that appears on packaging: (B)(4).